Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once an evaluation of this device is completed, a follow-up/final report will be submitted.

Event description:
It was reported the surgeon was using the pulse lavage at the end of the case and the nozzle came detached. The tip fell into the patient, however it was retrieved and there was no harm or injury as a result.

Manufacturer narrative:
This event has been recorded by zimmer biomet under: (B)(4). This medwatch is being filed to relay additional information. Functional inspection confirmed the tip lock slid up easily and the spray tip loosened and shook when the device was powered on. Visual inspection found there was gapping in the seams of the hand piece where the nozzle of the gun comes together, preventing a proper fit for the tip lock. Device is used for treatment. The root cause of the reported issue is attributed to the tip lock thickness dimension being manufactured at the low end of the specification such that the interference condition with the slot width (post mold change) may not be sufficient with normal process variation. The event is confirmed.

Event description:
There is no additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once an evaluation of this device is completed, a follow-up/final report will be submitted.

Event description:
It was reported the surgeon was using the pulse lavage at the end of the case and the nozzle came detached. There was no patient harm or injury. There were no pieces lost or unaccounted for. No adverse events were reported as a result of this malfunction.